Manufacturer narrative:
Date sent to FDA: 05/28/2019.

Manufacturer narrative:
Date sent to the FDA: 8/18/2021.

Manufacturer narrative:
Date sent to the FDA: 09/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent a ventral incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 where the surgeon noted ¿the previous mesh had ruptured at the central portion measuring approximately 3 cm in size. The fascia was still intact to the mesh, although the left side fascia had torn. The recurrent hernia after removal of the mesh measured approximately 11 x 7 cm¿.at this point I proceeded to excise the previous mesh. The adhesion of the transverse colon and small bowel taken down¿component separation was performed during the procedure and there was a delayed complex wound closure of the abdominal wall.¿ it was reported the patient underwent additional revision surgery on (B)(6) 2016 and complex wound closure of a 10.5 cm abdominal wall wound was also performed. It was reported the patient continues to experience chronic pain, nausea, diarrhea, weakness, chills and vomiting. No additional information was provided.